Manufacturer narrative:
The device was returned to olympus for inspection. The foreign material could not be identified. A root cause could not be determined and the cause of the foreign material was also not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno fiberscope exhibited foreign material at the channel tube. There was no patient involvement.